Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that when the patient came in to activate his inflatable penile prosthesis (ipp) device they reported "complications when inflating." The patient will be back for a possible revision on (B)(6) 2020. Additional information received states the patient was seen again but surgical revision did not occur. They found that "the pump was still very inconsistent when it was inflated, the surgeon seemed to think that it was filling up the cylinders however it was flowing back into the pump from the cylinders. He suggested that the valve didn't seem to be working as expected."